Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the wash syringe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. UDI information is not available.

Event description:
The customer reported receiving erroneous low patient results for multiple analytes including sodium (na), potassium (k), chloride (cl) and calcium (ca++) on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.